Event description:
Site reported physician was able to navigate and sample with the superdimension inreach system. The manager of the hospital unit contacted superdimension on (B)(6) 2012 and stated there was an adverse event shortly after the conclusion of the case and the patient passed away. The physician stated the patient had underlying chronic respiratory disease and does not attribute the event to the superdimension device or procedure.

Manufacturer narrative:
Method, conclusions: no device was returned for evaluation. The site has subsequently completed cases without any adverse events since this reported event.